Manufacturer narrative:
(B)(4).

Event description:
It was reported that the external pulse generator (epg) displayed an error at power up. Technical services (ts) provided assistancein resolving the issue by explaining the error and how to clear the error. The epg was restored.there was no patient involvement.